Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx pre-pubic sling system during a procedure on (B)(6) 2009. On (B)(6) 2012, the patient presented with 2.5cm of mesh extrusion. The physician excised the extruded portion of the sling and prescribed estrogen cream for the patient. The patient was reportedly fine when she returned three weeks later for a follow-up.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.